Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with placement of an emboshield nav6 at the target site in the moderately calcified left internal carotid artery. A 7-10 x 40 mm acculink stent delivery system was then advanced to the target lesion and the stent deployed. 12 hours post stenting procedure, mental status changes were noted upon a neurological exam. The patient national institutes of health stroke scale (nihss) was 16. A stroke was diagnosed and confirmed with computed tomography. Additional intervention was performed to evacuate the hematoma in the brain. The patient condition continues. Additional information received indicates that the patient is non-responsive to verbal or physical stimulation. The patient moves the left side randomly, but he is not moving his right side at all. The patient remains hospitalized. No additional information was provided.

Manufacturer narrative:
(B)(4). Embolic protection: emboshield nav6. There was no reported product deficiency. The reported patient effects of cerebrovascular accident, intracranial hemorrhage, and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch report filed on (B)(4) 2012, additional information was received indicating that on (B)(6) 2012, the patient underwent a tracheostomy related to prolonged ventilator dependence due to respiratory insufficiency as a result of stroke. On (B)(6) 2012, the patient had a percutaneous endoscopic gastrostomy (peg) tube placed to facilitate tube feedings as the patient was unable to take oral nutrition. On (B)(6) 2012, the patient underwent a cranioplast procedure to repair a cranial defect and a cerebrospinal fluid fistula. The patient was discharged on (B)(6) 2013 to a skilled nursing facility. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident, intracranial hemorrhage, and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.